Manufacturer narrative:
A follow-up report will be filed when investigation is complete.

Event description:
Incorrect comparison exam listed for pt. There was no reported pt injury associated with this event.